Event description:
A center director reported that a patient presented with blurry vision in the right eye approximately one month post photo refractive keratectomy. The patient was noted to have fluctuating vision in the right eye. Additional information provided states that the patient is still being monitored for blurry vision and is using cyclosporine ophthalmic emulsion eye drop.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).